Event description:
This rv lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2018 due to a physical insulation tear on the lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).